Manufacturer narrative:
The reported device was received and evaluated. As received, the device outer cartoon had notes indicated the reported capture lp would not resheath after the first past and the stent broke. The device was removed from the outer cartoon for examination. The capture lp stent was found partially outside of the introducer sheath with the pushwire within the sheath. The capture lp was pushed out of the sheath for further analysis. The stent of the capture lp was found partially separated at the struts near the proximal section of the stent. The stent tethers were found to be intact with all material accounted for. No other normalizes were observed. The broken ends of the struts were sent out for further scanning electron microscopy (sem) analysis. As soon as result is received, a supplemental MDR will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from device analysis that the stent of the capture lp device was found partially separated at the struts near the proximal section of the stent. Medtronic had initially received information from the customer indicated the capture lp device could not be resheathed inside the introducer sheath during a mechanic thrombectomy procedure. The reported device was used to treat a patient with ischemic stroke. After the device was used for the first pass, the device was prepared for a second pass. The capture lp device could not be resheathed inside the introducer sheath. New device was used to continue the treatment for the patient. No report of patient injury or complication associate with this event.

Manufacturer narrative:
An 806 report was filed with the FDA on march 5, 2018, a recall number or classification has not yet been provided to the manufacturer as of today. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.